Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device had no audio. The cause was identified to be the rear case flex which was not properly connected to the input/output (I/o) board. The rear case flex requires reconnection to the io board to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had no audio. No additional information is available.